Event description:
Facility reported that during a hysteroscopic myomectomy, a total of three cutting loops broke during the procedure. No injury to pt or staff reported. Part of mdr1418479-2013-00032.

Manufacturer narrative:
A full investigation could not be completed as the actual device was not returned to the richard wolf facility as of (B)(4) 2013. Facility was contacted and photos were requested of devices. Sale rep was contacted as he was in the room at the time. He indicated the "coag" pedal (not the "cut" pedal) was being pressed when the electrodes were being pulled back, therefore breaking the loop. All pieces were accounted for and no injury to pt or staff reported. Trending found one similar issue was reported within the last five years on this device. (Mdr1418479-2013-00014). Labeling was reviewed and found to be adequate. Ie intended use, indications and field of use, preparation and cautions. Rwmic considers this matter closed. However, in the event we receive the device or additional info is received, we will provide FDA with follow-up info.